Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 18 mg/dl and a loss of consciousness. Cause of low bg level was unknown. Bg was treated with intravenous glucose. Reportedly, customer left the ER the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3